Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation. There was fragmentation of the insulation, and the internal conductor wires were exposed. The instrument did not pass the electrical continuity test. Thermal damage was also found on the monopolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, arcing from the elbow area of the permanent cautery hook (pch) instrument occurred and burned the patient's liver. The instrument tip was not producing any energy at the time of the event. There was no bleeding as a result of the liver injury; no additional intervention was required to address the liver burn. The pch instrument was replaced with a backup pch instrument, which worked as intended. The procedure was completed robotically. The patient is reported to be recovering well.